Event description:
A report was received indicating that a battery was no longer charging. There was no information reported regarding the customer's blood glucose level. No additional information was received regarding the outcome of the event.